Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 53 alarms due to critical pump error (open book image) alarm. The pump was received with serial number label faded, case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm during basal as well as battery failed alarm and the insulin pump had crack at the battery cap area and goes to the sticker and got to the bottom on the side of the battery compartment. The customer¿s blood glucose 200 mg/dl. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states they perform a self-test and test passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.